Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump turned off by itself. It was reported the pump was put on the patient 24 to 48 hours previously and had new batteries in the device, one of the nurses said the pump was randomly beeping on the hospital counter. No adverse patient effects were reported. No additional information is available at this time.